Event description:
Patient is adult female with heart failure. She had a heartmate 3 vad implanted three years ago. She developed a bacteremia infection afterwards which led to seeding of the pump with evidence of a persistent vad pump pocket infection based on CT and pet imaging. She has had persistent bacteremia despite long term IV and oral antibiotics. She underwent a vad exchange last month to eradicate the source of the infection.